Event description:
It was reported that a user of the ilet experienced high glucose readings of 372 mg/dl and 428 mg/dl after changing supplies and eating, with noted cannula depth of 6 mm and tubing length of 23 inches; troubleshooting and education were completed, and a goodwill order was sent. Symptoms included irritability and dry mouth consistent with hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention. Investigation included call center troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.